Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had diminishing benefit. There was ¿some anomalies¿ seen in the impedance results. It was noted that the activation was ¿0¿ and the ¿%¿ used could not be measured.